Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Apa citation: monteleone, peter, et al. (2023). Modern treatment of pulmonary embolism (uscdt versus mt): results from a real-world, big data analysis (real-pe). Journal of the society for cardiovascular angiography & interventions, 1-6. Https://doi.org/https://doi.org/10.1016/j.jscai.2023.101192.

Event description:
It was reported via attached literature article that several patients experienced intracranial hemorrhage and ischemic stroke following ekos procedures. For the study, the authors reviewed patients treated for pulmonary embolism with ultrasound-assisted catheter-directed thrombolysis (uscdt) or mechanical thrombectomy (mt). For patients treated with uscdt, the treating device was ekos. Patients treated for mt were treated with a non-boston scientific device. From the data reviewed, between january 2009 and may 2023, 26 out of the 1577 (1.6%) patients treated with uscdt experienced ischemic stroke within 7 days of the index procedure, and 5 out of the 1577 (0.3%) patients treated with uscdt experienced intracerebral hemorrhage within 7 days of the index procedure. Additionally, 81 out of 1577 (5.1%) patients treated with uscdt were readmitted to a hospital within 30 days of the initial procedure. No further detail was provided regarding patient status.